Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose level 27 mmol/l which was treated by insulin pen. Insulin pump was received insulin flow block alarm. Customer stated that infusion set cannula was not bent. Insulin pump will not be returned for analysis.